Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for failed back surgery syndrome, lumbar radiculopathy, and spinal pain. The concomitant medications and patient history were not reported. It was reported that after a device was implanted in (B)(6) 2015, it was completely explanted on (B)(6) 2015 due to infection. It was reported that it would be replaced in the future. The pump was discarded and would not be returned. The issue was noted as resolved at the time of this report. It was unknown what led to the event or any diagnostics. The patient status at the time of this report was "alive- no injury." The drug, symptoms, cause, and diagnostics related to the infection remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; however the manufacturing representative provided no new information and the health care provider (hcp) had no further information regarding this event. If additional information is received this report will be updated.